Event description:
It was reported that a clearlink system continu-flo solution set snapped into two pieces without tugging. This issue occurred after the tubing was primed and placed in a sigma spectrum infusion pump. The patient's intravenous line fell on the floor and the tubing was clamped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.